Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Power tool evaluation was completed on this device. The reporter's complaint of a loose trigger was confirmed. The device was tested and the complaint was duplicated. Also it was observed during pre-repair evaluation that the coupling head was stiffed and top trigger sticky. Evidence indicates this is due to usage wear over time. Placeholder.

Event description:
It was reported that the small battery drive (532.010) lot 001645 has a loose trigger.